Event description:
This device was returned without (B)(4) documentation. (B)(4) have no record of this patient. The following physician's office has not seen this patient in over 2 years. The date of explant is unknown. On (B)(4) 2012 - additional information was received that his pacemaker and lead were explanted on (B)(6) 2011 and replaced with a competitor's device. There was no indication that the atrial lead was replaced and bsc did not have a reason for explant. At this time, it was determined this event is reportable.

Manufacturer narrative:
Based on all information available for this device and the results of the above measurements, it is confirmed that the device is functioning as specified.